Event description:
It was reported to resmed that a (B)(6) child using an resmed astral device was admitted to the hospital for a pre-existing seizure disorder. Upon arrival to the hospital, the child was removed from the astral device and placed on a hospital owned ventilator unit. While in the hospital the child's health diminished and subsequently died. There is no indication form the hospital or staff that the astral device caused or contributed to the pt death.